Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an exploratory laparotomy, extensive adhesiolysis, removal of old mesh and repair of recurrent incarcerated incisional hernia with mesh. His original surgery was 11 months ago. The patient experienced pain, adhesions, and hernia recurrence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the repair of incisional hernias with mesh. He had revision surgery 11 months post-surgery. The patient experienced pain, adhesions, and hernia recurrence, bowel disruption, seroma, fistula, obstruction and infections. It has been noted that the patient has expired. The patient had expired due to cardio respiratory failure & acute renal disease.